Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands by pulling the handle, it was noticed that the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing with three bands still attached to it, the ligator housing teeth were bent, the handle had evidence that the trip wire was secured, and the trip wire was found broken at the proximal end where it was secured with the handle slot. The handle wheel was able to rotate with no problems. No other problems with the device were noted. The reported event of broken trip wire was confirmed. Upon analysis, it was found that the trip wire was broken, the ligator housing had three bands still attached to it, and the ligator housing teeth were bent. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is possible that this problem when trying to deploy the bands, the bent on this ligator housing teeth affected the band deployment, making it impossible to deploy the bands. If the physician used more force to deploy the bands, it could ultimately add more pressure to the whole system making the trip wire get broken in the process, making it impossible to complete the bands deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands by pulling the handle, it was noticed that the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.